Event description:
According to the patient files abnormal electrical values were observed for both atrial and v leads.

Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the leads related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The data related to the new leads (serial numbers and model are not confirmed and not recorded in the cso). The files show: crosstalk (ventricular pacing signal sensed on the atrial channel); far-field ventricular sensing detected on the atrial channel, suggesting a possible lead positioning issue; episodes with noise; a flat atrial egm (absence of signal); for the ventricular vega lead: unstable impedance, with scattered measurements and occasional high values; episodes where ventricular sensing (vs) competes with the patient¿s intrinsic rhythm; variable vp morphology, possibly due to fusion with sinus rhythm; episodes of rapid, abnormal vs morphology. Based on the available information, the atrial lead shows sensing abnormalities (crosstalk, far-field signals, noise, and absent atrial signal), suggesting issue with the positioning. The ventricular lead also exhibits unstable impedance and rhythm/sensing disturbances with abnormal signal morphology. Careful monitoring of atrial and ventricular lead integrity is recommended to ensure adequate sensing and pacing functionality (see recommendations below). The results of this investigation are retained and utilized for trending purposes. Based on the available information, the atrial lead shows sensing abnormalities (crosstalk, far-field signals, noise, and absent atrial signal), suggesting issue with the positioning. The ventricular lead also exhibits unstable impedance and rhythm/sensing disturbances with abnormal signal morphology. Careful monitoring of atrial and ventricular lead integrity is recommended to ensure adequate sensing and pacing functionality (see recommendations below). The results of this investigation are retained and utilized for trending purposes.

Event description:
According to the patient files abnormal electrical values were observed for both atrial and v leads.